Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with the insulin pump. Troubleshooting was performed. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The product was not returned for analysis. The customer was sent replacement reservoirs.